Event description:
It was reported that the patient underwent a procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence secondary to urethral atrophy 10 years after implant. The device was noted function normally. The existing aus was removed and a new device was implanted. No additional information was reported.